Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15-sep-2023. H.6. Investigation summary: bd received a 22 gauge insyte autoguard device from packaging stating material 381023 and lot number 2336531. A review of the device history record was performed for the reported lot and no quality issues found during inspection. Our quality engineer visually inspected the returned unit and observed no physical defects or deformities. Next, the engineer performed a leak test on the returned unit. The reported event description indicates that a blood control unit was used. With blood control technology, it is expected for leakage to be delayed by the septum during use. However, the unit provided for investigation was not a blood control device. If the clinician was using the returned unit, it is normal that blood couldn¿t be controlled and therefore leak. At this time, the reported issue is not confirmed. Clarification is needed as to whether or not the device returned was the actual device that leakage was experienced with. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: "the catheter valve does not operate by causing leaking blood when the stylet core is withdrawn from the cannula". Device used, first use consequence: emblooding of the areas surrounding the cvp insertion site and health care provider.

Manufacturer narrative:
A.2. Patient¿s birthday was not provided, (B)(6) 1952 was used based on age of patient. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: "the catheter valve does not operate by causing leaking blood when the stylet core is withdrawn from the cannula". Device used, first use consequence: emblooding of the areas surrounding the cvp insertion site and health care provider. Patient involved, 71 years old.